Manufacturer narrative:
A review of the manufacturing history was carried out and it was confirmed that there were no abnormalities or deviations. During the procedure the surgeon expressed a preference for a custom cutting guide. The guide provided was not used. This was inconsistent with the IFU (section 4 femur preparation). A review of the radiographs taken after the procedure show that more bone has been removed than was outlined on the surgeon approved design proposal and operation drawing. The reason for this is unclear at this time. Further information has been requested. A supplemental report will be provided if this information is obtained. Please note that this custom device is similar to the mets smiles total knee replacement (k120992).

Manufacturer narrative:
Event description was corrected to state that a standard femoral cutting guide was not provided for use during the procedure. The initial MDR stated that a guide was provided but not used by the surgeon. Common device name/product code corrected from total knee replacement to limb salvage system/kro.

Event description:
A standard femoral cutting guide was not provided for use during the procedure. Thereafter, during the implantation of the tibial component, in order to implant the device the surgeon had to ream more bone from the bone canal so the component would fit correctly, as it was initially too tight a fit. The procedure was completed successfully with no consequences for the patient. This is a supplemental report to 3004105610-2015-00048 ((B)(4)).

Event description:
A standard femoral cutting guide was provided for use during the procedure. However, the surgeon chose to perform the cuts without the use of the guide. Thereafter, during the implantation of the tibial component, in order to implant the device the surgeon had to ream more bone from the bone canal so the component would fit correctly, as it was initially too tight a fit. The procedure was completed successfully with no consequences for the patient.